Manufacturer narrative:
The pump was received with a blank display due to moisture on the electronic assembly. Also, the pump had moisture damage on the motor and vibrator during visual inspection. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen due to moisture damage. The patient's blood glucose level was 146 mg/dl at the time of the call. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.